Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection was performed. Only the main coil was returned. The main coil was stretched and kinked. No more damages were found. The microscopic inspection was performed on main coil. The zap tip has a smooth surface. The interlocking arm was detached. Dimensional inspection was performed on main coil revealed that the zap tip od (outer diameter) and primary coil od were within specification. However, the no. Of distal fiber bundles and no. Of proximal fiber bundles were missing.

Event description:
Reportable based on device analysis completed on 30jun2022, it was reported that the device could not advance. The target lesion was located in the spleen. A 8mm x 40cm interlock-35 coil was selected for use. During the procedure, the device was advanced into the distal portion of the catheter; however, could not advance any further despite many attempts. The device was simply removed from the patient. The procedure was completed with another of same device. No complications were reported and patient was stable post procedure. However, device analysis revealed that the interlocking arm was detached and coil fiber bundles were missing.